Event description:
The initial reporter received questionable results from coaguchek xs meter serial number (B)(4). At 12:57 pm, the result from the meter was 5.3 inr. At 4:29 pm, the result from the laboratory was 3.7 inr. The reagent used was not known. There was no allegation of an adverse event. The therapeutic range was 2.0-3.0 inr. The customer was not anemic or polycythemic, had no antiphospholipid antibodies, no heparin, no direct thrombin inhibitors, no medication changes, no illness, no symptoms of bleeding or bruising. The meter was returned for investigation and was tested using master lot strips and quality control materials. Testing results: qc 1: 3.2 inr, qc 2: 3.2 inr, qc 3: 3.2 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (2.5 - 3.7 inr). All measurements were without error messages. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.